Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the machine was not booting. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the system was getting stuck during the boot process, indicating that the software was corrupted. To resolve the reported issue, the fse reloaded the system software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.